Event description:
Rptr states, "the tibial insert did not lock into the tibial baseplate. During flexion of knee the insert was elevated anteriorly. An alternate insert was opened and implanted without difficulty." There was no adverse consequence to the pt or delay in surgical or anasthesia time reported due to this event.

Manufacturer narrative:
The examination results suggest that this event is not device related but rather is associated with intra-operative procedures.